Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na . (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 550cc on the left, and unknown saline on the right side. Saline breast implants which the left side deflated after implantation and mammogram examination showed that there is bilateral scattered benign calcification. The issue of deflation was confirmed by the physician. As a result patient had the left device removed with no replacement on (B)(6) 2020. This report is for the right side.